Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that while using a forcefx generator, a spark occurred which ignited some unknown flammable fluids and caused a small fire. No harm was caused to the patient.